Event description:
It was reported that a patient presented via remote transmission. Upon review non sustained oversensing was exhibited due to loss of capture. Patient would continue to follow up in clinic. No further information was reported.